Manufacturer narrative:
H3: ge healthcare has concluded its investigation. Analysis of the fire pattern clearly indicates that the source was external, with no evidence of ignition originating from internal components. A thorough inspection confirmed that all internal systems remained intact. The system powered on without issue, verifying that there was no internal electrical or mechanical damage. This supports the conclusion that the equipment itself did not cause the damage. Functional testing, conducted in accordance with the service manual, was completed successfully. Images also confirm that the materials used in the operator panel possess adequate flame-retardant properties and did not act as fuel during the incident. The fire was caused by an item placed on the operator panel by the user/customer. While some plastic components of the panel began to melt, they did not ignite and therefore did not contribute significantly to the fire. The primary components of the ultrasound consoleâs operator panel are made from flame-retardant materials. It is the customerâs responsibility to manage the use of personal or third-party items near the ultrasound console. The console is designed with specific areas for placing and storing general items, all made from plastic materials with appropriate flammability ratings. No further action is planned by gehc.

Event description:
It was reported that flames were observed on top of the operator panel of the ultrasound scanner. No personnel were present in the room when the thermal event occurred. Nurses entered the room, noticed a burning smell and extinguished the flames. No patients were involved, and no injuries were reported. Preliminary investigation suggests that the thermal event was caused by an unidentified customer-owned object placed on the operator panel, rather than originating from the ultrasound device. Ge healthcare investigation is ongoing, and a follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
Legal manufacturer: hcs kretz - tiefenbach 15 austria zipf oberosterreich, 4871. D2 common device name: system, imaging, pulsed doppler, ultrasonic. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.